Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0504 captures the reportable event of leak/splash imdrf patient code 9020 captures the reportable event of aspiration. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an orca air water and suction valve was used during an esophagogastroduodenoscopy (egd) procedure in the upper gi tract on (B)(6) 2024. During the procedure, it was observed that water was leaking from the air water button. The water spilled onto the patients arm and the bed. The fluid then traveled down the scope and into patients airway. Anesthesia intervened to stabilize the patient's airway. The procedure was not completed as a result of this event. The patient is reported to have fully recovered.